Manufacturer narrative:
The service engineer (se) inspected the device and found the electronic board had a burnt and would be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator fuse was blown. The ventilator was not in use on a patient at the time of the reported event.